Event description:
Device issue: expired device. Time of device issue: during the procedure. Adverse event: none. It was reported that the xpert stent was unable to cross the predilated heavily calcified and mildly tortuous chronic totally occluded anterior tibial artery. There were no adverse pt effects reported. During abbot review of the lot history, it was revealed that the device was expired when used. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. A review of the finished device lot history record (lhr) did not reveal any abnormalities. According to the lot history review, the device exp (2010-02) was exceeded. A definitive root cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified.